Event description:
It was reported that during the implant procedure after the 5th deployment, the helix would not deploy after 40 turns. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the lead was received in 53 cm distal and 12 cm proximal portions. Electrical testing determined that continuity of the conductors was complete. The helix would not extend due to dried blood in the tip end of the distal conductor.